Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. No video/images were provided by the customer for review. As of 22-apr-2022, a review of the site's system logs for the reported procedure date was conducted by isi sr. Failure analyst engineer. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. This complaint is being reported due to the following conclusion: after completion of an ion endoluminal lung biopsy procedure, a patient developed a pneumothorax. A chest tube was placed to resolve the pneumothorax. The patient was hospitalized for chest tube management for 1 day and then discharged home. Although the physician does not believe an ion product caused the pneumothorax and that pneumothorax would have likely occurred via another modality, the cause of the complication is unknown. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Event description:
It was reported that after completion of an ion endoluminal lung biopsy procedure, a patient developed a pneumothorax. The pneumothorax was identified via x-ray. A chest tube was placed to resolve the pneumothorax. Although the initial pneumothorax was mild, it increased in size over a few hours and the patient experienced shortness of breath. Per the physician, the size of the lesion biopsied was 8 mm. The lesion was in the right middle lobe (rml), less than 1 mm from the pleura. The patient was hospitalized for chest tube management for 1 day and then discharged home. The physician believes that the pneumothorax was caused by the location of the nodule and was not caused by the ion product(s) and would have likely occurred via another modality. There is no allegation that there was a malfunction of the ion system, instruments, or accessories.